Event description:
According to a literature article, a surgeon reported three patients developed film shaped exudation in pupil area following surgery. After local administration of an antibiotic/steroid combination drop and steroid injection near eyeball for one week, anterior chamber reaction disappeared. Additional info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).